Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Olympus technical assistance center (tac) helped the customer in replacing the power cable and improved the failure to power on issue. Therefore, the probable cause is due to disconnection of the inside of the power cable body or failure to be properly inserted into the product due to non-recurrence of the problem afterwards. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer stated that the unit stopped powering on but the (B)(4) was working fine. The customer attempted to unplug and re-plug the power cable without success. Tac instructed the customer to attempt the power cable from the processor to rule out power cord issues. The customer exchanged the communication cables that connect the two devices and the unit was working as needed. The customer called back tac the same day to request the part numbers for the cables required to resolve the issue. Tac provided the customer with maj-1941 and the maj-1933. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source fails to power on even though the power switch moves in and out. There was no patient involvement, no harm or user injury reported due to the event.